Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. Found the capsule on the patient vocal cords and remove the device. There was no harm to the user. There was nothing unusual about the device and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. The capsule will not be returned for investigation.